Event description:
The nurse was administering a dose of azacitidine -vidaza- subcutaneously. When she was done giving the dose, she activated the needle retraction feature of the 3 ml integra syringe. The needle and part of the needle hub remained in the patient's skin.